Event description:
Additional information was reported that through testing it was determined that the patient was allergic to silicone. The patient did not have meningitis. A culture was performed but no organisms were cultured, and no treatments for infection were administered. The stimulator and leads were explanted. It was noted perioperative antibiotics were administered. The patient outcome was noted as allergic reaction resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was experiencing stimulation in the wrong location. Stimulation was in her stomach and not where it was intended. It was also noted that stim was being felt in the ribs. The patient did have some swelling but it wasn't related to the implant which at first they weren't sure. The patient's physician was out of town and the patient wanted to meet with the manufacturer's representative. It was subsequently noted that the patient was reprogrammed. The patient was going to see a physician for an x-ray as the stim pattern had changed since original implant. Follow up reporting from 2012-(B)(6) noted that the patient was being explanted (B)(6) due to infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60 lot# (B)(4) implanted: 2012-(B)(6) explanted; product typ lead product ID 3778-60 lot# (B)(4) implanted: 2012-(B)(6) explanted; product typ lead product ID 37754 lot# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# (B)(4) implanted: explanted:; product typ programmer, patient product ID 355531 lot# n300675 serial# implanted: 2012-(B)(6) explanted:; product typ screening device. (B)(4).